Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024 at 1400. On (B)(6) 2024 at 0445, after approximately three and a half days of therapy, a check iab catheter alarm occurred and blood was seen in the helium tubing. The customer was walked through steps to clamp the helium tubing, power down the pump, and disconnect the tubing. The iab was in use for approximately four days when it was removed on (B)(6) 2024 at 0638. The patient was described as stable and a physician was on the way to remove the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): e1 additional reporter: (B)(6) the product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(6).

Manufacturer narrative:
Additional reporter email: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.013cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter: brandon becker the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a check iab catheter alarm occurred and blood was seen in the helium tubing. The customer was walked through steps to clamp the helium tubing, power down the pump and disconnect the tubing. The patient was described as stable and a physician was on the way to remove the iab. There was no patient harm or adverse event reported.